Event description:
A user facility reported to olympus the rhino-laryngofiberscope had an insertion defect. Upon inspection and testing of the customer returned device, it was observed that the coat of the insertion part serpentine tube has fallen off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for inspection the repair center found the followings other than "the coat of the insertion part serpentine tube has fallen off". (1) there is a liquid leak in the eyepiece. (2) there is a stain on the ig bundle. (3) there is a liquid leak in the lg bundle. (4) there is a liquid leak in the operation unit. (5) the bending angle is insufficient due to the elongation of the angle wire. (6) the metal of the blade is exposed due to the coat of the insertion part serpentine falling off. (7) there is a liquid leak in the universal cord. (8) the universal cord has stains that are difficult to remove. (9) there is dirt on the objective lens that is difficult to remove. (10) there are scratches on the lg connector, adapter, and adapter. (11) there are scratches on the operation part. (12) there is a liquid leak in the ud plate. (13) there is a scratch on the scope connector side of the universal cord. (14) there are scratches on the eyepiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 20 years since the subject device was manufactured. The exact cause of the event couldn¿t be exclusively identified. However, based on the results of the investigation, it is possible that the coat dropout of the insertion part serpentine tube was caused by the same cause as other breakages. But it was not possible to determine whether the dropout was due to stress, handling, or other factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. 3.2 preparation and inspection of the endoscope inspection of the endoscope. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.